Event description:
Report received of a pt death whole device in use. In 01/2005 at un unspecified time, the device was programmed in the pca +continuous mode to deliver demerol 10mg/dl with a continuous rate of 25mg/hr, a 10mg pca dose, a 10 minute pt lockout and a 4 hour limit of 200mg. Four days later, at approximately 5:15am, a staff member discovered the pt had expired. The cause of death is unknown. The customer contact reported "everything looked okay" with the programming of the device and the delivery accuracy of the device.